Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirms a hardware error code and battery failure. The root cause was determined to be a bad receiver battery. Customer complaint was confirmed. The dexcom g4 platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.